Manufacturer narrative:
(B)(4). Conclusion: one returned suture was microscopically examined. The non-needled end has a few fibers incompletely cut and subsequently broken. This appeared to be an incompletely cut suture, versus a breakage. No residual blood or tissue remains were observed, indicating that the suture was not used in surgery. The returned suture segment did not account for the entire suture product, so a complete examination was not possible. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. There are 2 possible devices involved in the event as follows: prolene polypropylene suture product code unknown, batch unknown, coated vicryl ((B)(4)) suture product code j370h, batch dm2153, mfg date: 11/01/2011, exp date: 07/31/2016. In addition, a review of the batch manufacturing records for the possible coated vicryl ((B)(4)) suture was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a revision of a femoral popliteal bypass procedure and suture was used. The patient experienced a post operative breakage of the suture and was brought back. Additional information was requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. Additional information: there is a possible device involved in the event as follows: prolene polypropylene suture.